Event description:
Display backlight failure [device issue]. Case description: on (B)(6) 2014, a healthcare professional (hcp) spoke with (B)(4) regarding a device issue with inomax dsir #(B)(4). The device was in use on a patient. No adverse event had been reported. Inomax dsir # (B)(4) was removed from service and returned to (B)(4) for service evaluation. Investigational results were received on (B)(6) 2015. Case comment: on (B)(6) 2015, although there was no adverse event reported with the device; it is being reported because a similar device issue occurred in the past that resulted in a serious adverse event (refer to MDR #3004531588-2013-00023).

Manufacturer narrative:
Device issue with niomax dsir #(B)(4) (complaint-(B)(4)). The device investigation was completed on (B)(6) 2015. Eval summary: inomax dsir # (B)(4) was returned to the manufacturer for service investigation. (B)(4) regional service center (rsc) reviewed the service log and confirmed the reported complaint. Secondary finding unrelated to the complaint: during day 2 testing, the device returned a delivery failure for backlight current below mininum. Rsc replaced the touchscreen/display. A full functional test was performed and the device operated according to specification so it was returned to the device service pool. The root cause for this report is display backlight failure. This condition will be tracked and trended under (B)(4)'s quality system. This device issue did not result in a serious adverse event; however, it is being submitted to regulatory authorities because a backlight current below minimum occurred in the past which resulted in a serious adverse event (mdr3004531588-2013-00023).